Event description:
It was reported that at a routine follow-up appointment, an elevated, out-of-range shock impedance (>200 ohms) was observed from the right ventricular (rv) lead. A lead fracture was suggested, and boston scientific technical services (ts) was contacted for review. Ts provided potential troubleshooting options to assess the system integrity, but it was noted that isometrics and shock integrity testing were likely not clinically appropriate for this patient. Due to this, ts agreed with the decision to proceed with surgical intervention. At this time, the system remains implanted and in-service, with no adverse patient effects reported. The rv lead is not a boston scientific product.